Event description:
A surgeon reported that the blade failed during the incision for a cataract with intraocular lens (iol) implant procedure, which required a new incision to be made in an odd location. Subsequently, capsular rupture occurred and anterior vitrectomy was performed with bag-fixated iol placement. The pt was prescribed prolonged steroid treatment, and the pt's condition continues to be managed.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was ot returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).